Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.